Manufacturer narrative:
The unit had no act button response due to a corroded keypad. None of the buttons were sticky. The unit was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test due to no act button response. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother called in to report a keypad anomaly and high ketones. The customer stated the device was dropped a few weeks prior to the call. The customer's blood glucose level was 498 mg/dl. The customer treated with a manual injection. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that the device would be replaced, and was informed to return the product for analysis.